Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2352-70, serial#: (B)(4), description: linear 3-4 lead, 70cm; model#: sc-3138-35, serial#: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient was experiencing soreness at the lead incision site. The patient was admitted at the hospital and intravenous antibiotics were administered as well as oral antibiotics were given.

Event description:
A report was received that the patient was experiencing soreness at the lead incision site. The patient was admitted at the hospital and intravenous antibiotics were administered as well as oral antibiotics were given.